Event description:
It was reported to philips that the system's wireless foot switch was unable to communicate with the system, preventing x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular procedure being performed when the issue occurred and was completed using the backup wired footswitch. The philips field service engineer (fse) visited system onsite and confirmed that there was a problem with the wireless footswitch. Upon troubleshooting, the fse found that the footswitch had no communication with the system, indicating the malfunction with footswitch. The supplier's part analysis conclusively determined the cause of wireless footswitch failure was due to electrical defect. To resolve the issue, the fse replaced wireless footswitch and performed functional tests, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.